Manufacturer narrative:
Insulin the pump passed the self test and the displacement test. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed software error detected (line number 3294 file number 26) and the motor arm cannot communicate with the main arm alarms due to a software error. No the critical block and inverse critical block did not add to zero alarm noted during testing or in the downloaded trace files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump errors. The customer's blood glucose level was 145 mg/dl at time of incident. Customer states the pump had alarms for software error detected, motor arm cannot communicate with the main arm, and critical block and inverse critical block did not add to zero. The insulin pump will be returned for analysis.